Event description:
It was reported that a patient was implanted with an unknown rod on (B)(6) 2013 due to a broken leg. The patient¿s spouse reports that the rod (likely) broke while the patient was taking a shower on (B)(6) 2015. The patient began experiencing pain a few days later and contacted her physician on (B)(6) 2015 requesting a same-day appointment. Upon walking down the stairs prior to leaving for that appointment, the patient screamed out in pain and told her spouse that she felt like her ¿foot was sinking into the floor.¿ the physician took x-rays when she arrived at the office for her appointment. The x-rays confirmed that the rod had broken into two pieces and that the patient¿s leg was once again broken. No information pertaining to any revision procedures or further patient outcomes have been reported/provided. This report is for one (1) unknown rod. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Original awareness date reported in error on the initial medwatch as february 2, 2015. The correct date of awareness for this event is february 23, 2015.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth and weight are unknown. Unknown: suspected date of break was (B)(6) 2015. This report is for one (1) unknown rod. It is unknown if the device has been removed or if the patient has been revised. It is unknown if the complainant part will be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.